Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood and low blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 222 mg/dl. The customer's blood glucose dropped to 43 mg/dl after a correction. The customer stated that she had stomach infection for 3 months. The customer stated that her high and low blood glucose readings have been unable since the illness. The customer stated that she changed her set every 2 to 3 days. The customer stated that the location of the air bubbles is in the reservoir and tubing. The customer stated that the approximate sizes of the air bubbles are large and small bubbles. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer stated that the air bubbles did not persist after set change. The customer was advised to call back if problems persist.